Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. An advanced instrument log review was performed for this procedure by an isi advanced failure analysis engineer (fae). Per the fae, the logs show the sureform 45 stapler instrument was installed five times and fired four reloads (1 white, 1 blue, 2 green, in that order). The firings occurred on the first 4 installs of the stapler instrument, and all firing were completed per the logs with no pause for compression. On the fifth install, a green reload was used, and the last recorded event in the logs is an incomplete clamp. There are no stapler related errors in the logs. A video of the procedure was reviewed by an isi clinical development engineer (cde). Per the cde, it can be confirmed that a sureform 45 stapler instrument was being used with a green reload to staple tissue. A ¿tissue too thick¿ error was triggered during clamping at 10:35. After this, an fbf instrument was used to pull tissue from behind the stapler instrument toward the camera. The fbf instrument briefly goes out of video at 10:45 before pushing into the tissue beneath the stapler instrument at 10:51 and colliding with the stapler instrument. Significant bleeding follows that appears to originate near the tissue that the stapler instrument is clamping. All instruments are then removed from the robot at 11:50 and it appears that the surgery is converted to open in order to control the bleeding. There should be no non-intuitive motion of the stapler instrument as it was clamped to tissue the entire time, and the stapler instrument was not in the surgeon¿s control. The motion of the stapler instrument appears to have resulted from internal collision with the fbf instrument, which may have caused unintended movement of the stapler instrument and tearing of tissue. No image for the reported event was submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted thoracic pulmonary lobectomy procedure, there was a "tissue too thick to continue" message while clamping with the sureform 45 stapler instrument. The event occurred when the surgeon attempted to staple the left lung parenchyma using the sureform 45 stapler with a green reload and was unsuccessful on the fifth fire. The sureform 45 stapler caught the pulmonary artery causing a rupture. The surgical staff did not properly unclamp the stapler instrument which was removed ¿powerfully.¿ the patient experienced a blood loss amount of 5,000ml, requiring transfusion of 18 units of red blood cells and 20 units of fresh frozen plasma. The cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted thoracic pulmonary lobectomy procedure, there was a "tissue too thick to continue" message while clamping tissue with the sureform 45 stapler instrument. The event occurred of the fifth fire when the surgeon attempted to staple left lung parenchyma using the sureform 45 stapler instrument with a green sureform 45 reload installed. The issue occurred about three hours into the procedure. Per the surgeon, at the time of the event, there was tissue tension and bunching. A fenestrated bipolar forceps (fbf) instrument was used to pull tissue from behind the stapler instrument. According to the surgeon, the fbf instrument pushed into the tissue beneath the sureform 45 stapler instrument and collided with the stapler instrument. As a result, the wrist of the stapler instrument moved from above unexpectedly. The sureform 45 stapler caught the pulmonary artery causing a rupture. This caused the surgical team to rush due to the bleeding. The stapler instrument was not properly unclamped and was removed ¿powerfully. The manual release knob (mrk) was not used to attempt unclamping. The surgeon made the clinical decision to convert to open surgery due to major bleeding. The cause of the bleeding was confirmed to be from the sureform 45 stapler contact with the pulmonary artery upon tissue approach. Percutaneous cardiopulmonary support (pcps) was initiated to provide hemodynamic support. The patient experienced a blood loss amount of 5,000ml, requiring transfusion of 18 units of red blood cells and 20 units of fresh frozen plasma. Hemostasis was successfully achieved. The patient has recovered and has not experienced post-operative complications. Per the surgeon, the patient experienced injury by undergoing open surgery and receiving a blood transfusion. There was no adverse effect to the grasped tissue and no unexpected tissue removal. There is no allegation of a da vinci system, instrument, or accessory causing or contributing to the bleeding.